Event description:
A customer contacted beckman coulter regarding the erroneously elevated accu tni result generated by the access instrument. The elevated accu tni result was 6.32ng/ml. The result was reported out of the lab. The customer indicated that later that day, the original pt sample was poured-off into a sample cup and retested for accu tni. The repeated accu tni result was 0.03ng/ml. A corrected accu tni result was reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.